Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. No further investigation can be performed due to the patient not wanting to provide consent to contact the provider.

Event description:
Allergan aesthetics received a report of a patient who was treated with coolsculpting and may have developed paradoxical adipose hyperplasia. The patient wishes to stay anonymous and does not wish to proceed with further investigation.

Event description:
Allergan aesthetics received a report of a patient who was treated with coolsculpting and may have developed paradoxical adipose hyperplasia.